Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown expiration date - unknown PMA/510(k) number - unknown manufacture date - unknown this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012, due to patient allegations of pain, discomfort, difficulty walking, leg length discrepancy, loosening, metal poisoning, metallosis and elevated metal ion levels. A review of invoice history could not confirm the initial surgery date or what was implanted. An invoice was located to confirm the revision procedure and suggests that all components except the femoral stem were removed and replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6), 2004. Patient's legal counsel further reported that a revision procedure was performed on (B)(6), 2012 due to patient allegations of pain, discomfort, difficulty walking, leg length discrepancy, loosening, metal poisoning, metallosis and elevated metal ion levels. A review of invoice history could not confirm the initial surgery date or what was implanted. An invoice was located to confirm the revision procedure and suggests that all components except the femoral stem were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6), 2013 right hip revision operative report noted the revision was due to aseptic loosening of the acetabular cup.